Event description:
The patient expired. The patient had metastatic small cell lung cancer. He was last seen in the clinic in 2008. The cause of death was unrelated to the implanted system. The pump was used to deliver hydromorphone, bupivacaine, and compounded baclofen.